Manufacturer narrative:
Implant regio 22 fractured. Construction was part of a implant retained bridge from 12 to 22. Patient suffered from periimplantitis following bone loss and implant instability implant fracture was caused by mechanical overloading of the implant after more than 10 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.